Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post comminuted reserve inter-troch plate and screw procedure returned to surgeon complaining of pain. An x-ray showed the lcp femoral plate broke at the third hole. Surgeon removed hardware revision pt to a long tfn with a lag screw.